Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin pump had motor error, one button had to be pressed more than once, the screen was scratched and hard to read. Customer¿s blood glucose level was unknown. Customer also reported that batteries last less than 6 days, insulin pump had rejected new batteries, had lost data and basal settings when changing the batteries and motor makes a whining noise motor is louder than it used to be. Customer declined to troubleshoot with technical support. The device will not be returned for analysis.